Event description:
It was reported that this programmer had an issue with the universal serial bus (usb) ports. Additionally, the usbs were literally frying, and the field representative got a small burn when removing a usb drive. Boston scientific technical services (ts) advised that the programmer should be returned for replacement. This programmer was enroute for return. No patient involvement noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This programmer was thoroughly inspected and analyzed upon receipt. Detailed analysis determined the error codes seen in the field were the result of a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this programmer had an issue with the universal serial bus (usb) ports. Additionally, the usbs were literally frying, and the field representative got a small burn when removing a usb drive. Boston scientific technical services (ts) advised that the programmer should be returned for replacement. As of this time, this programmer remains in service. No patient involvement noted.